Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pertaining to the metal part of the distal end burn and forceps elevator burn, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The potential cause of the nozzle deformation and a rubber discoloration could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited nozzle deformed, metal part of the distal end has a burn, forceps elevator has a burn, and the adhesive on a-rubber has white-clouded area. There was no patient involvement.